Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was noted that the patient's power module had a damaged pin near the backup battery. The patient was provided with a loaner power module while the patient's power module was being repaired. The patient has used a pocket controller since 2020 but due to the patient's right side heart failure on chronic inotrope and older age the patient will not be exchanged to a new generation system controller.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient's power module having a damaged pin near the backup battery was not confirmed. The heartmate power module (serial number ppm-(B)(6)) was not returned for analysis. Additionally, there were no photos or other documentation submitted that would indicate an issue with the power module. The root cause of the reported event could not be conclusively determined through this analysis. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. The heartmate 3 instructions for use states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ the IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate power module (serial#: ppm-(B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.